Event description:
Information received from the field does not address the patient's clinical status but notes that interrogation of the device revealed dashes (---) for several parameters. The programmed rate was 70 ppm but the measured data showed only 63 ppm.